Manufacturer narrative:
Device returned for investigation on 12/20/2023. On 12/29/2023 was unable to download the logs at the service hub. Sent the device to research and development (r&d) to have the cda logs pulled. Performed performance verification testing (pvt) prior to shipping device to r&d. Device passed pvt test, most notably the device passed volume accuracy with 20.6 ml of fluid being delivered. Volume accuracy of 97 %. Note: device default setting was set to rate instead of keep vein open (kvo). When the device default setting is rate the device continues to deliver at the programmed rate even after the programmed volume to be infused (vtbi) is met. Could not confirm customer¿s complaint of the device experiencing an inaccurate over delivery. Probable cause for this complaint was not found. R&d analysis summary. Engineering summarizes: during the day of nov 07, 2023, there were 11 infusions programmed and run. A 3-step multistep infusion of maintenance ivf (1000 ml) on line a. As programmed, this should have delivered 1585.17 ml over 10:34:04 hrs. It delivered 1588.7 ml which is accurate within 0.2%. A piggyback of mesna (410 mg/50 ml) on line b: as programmed this should have delivered 64.80 ml over 00:17:55 hrs. It delivered 65.0 ml which is accurate within 0.3%. A concurrent of no drug selected on line b: as programmed this should have delivered 2.52 ml over 00:02:00 hrs. It delivered 2.5 ml which is accurate within 0.8%. A continuous infusion of maintenance ivf (950 ml) on line a. As programmed, this should have delivered 229.58 ml over 01:31:50 hrs. It delivered 238.3 ml which is accurate within 3.8%. A piggyback of no drug selected on line b: as programmed this should have delivered 10.03 ml over 00:05:01 hrs. It delivered 10.0 ml which is accurate within 0.3%. A piggyback of etoposide (114 mg/ 285 ml) on line b: as programmed this should have delivered 277.11 ml over 01:54:40 hrs. It delivered 277.11 ml which is accurate within 0.3%. A continuous infusion of maintenance ivf (250 ml) on line a. As programmed, this should have delivered 43.58 ml over 00:18:02 hrs. It delivered 43.8 ml which is accurate within 0.5%. This infusion was allowed to run after completion on kvo for 07:46 min. Because the drug library was configured to kvo by continuing the programmed rate, this resulted in delivering 18.8 ml beyond the programmed 25.0 ml. A concurrent of ceftriaxone (1680 mg/42 ml) on line b: as programmed this should have delivered 42.96 ml over 00:30:41 hrs. It delivered 42.8 ml which is accurate within 0.4%. This infusion was allowed to run after completion on kvo for 37 sec. Because the drug library was configured to kvo by continuing the programmed rate, this resulted in delivering 0.8 ml beyond the programmed 42.0 ml. A continuous infusion of maintenance ivf (1000 ml) on line a. As programmed, this should have delivered 222.58 ml over 01:29:02 hrs. It delivered 222.6 ml which is accurate within 0.0%. A piggyback of no drug selected on line b: as programmed this should have delivered 36.51 ml over 01:00:21 hrs. It delivered 35.2 ml which is accurate within 3.6%. A continuous infusion of maintenance ivf (100 ml) on line a. As programmed, this should have delivered 0.87 ml over 00:02:38 hrs. It delivered 0.9 ml which is accurate within 3.4%. All 11 infusions delivered accurately as programmed within the design tolerance of +/- 5.0% by volume. 8 of the 11 were accurate within less than 1.0%; the other 3 were within 3.8% or better. Because the drug library was configured for this cca to continue the programmed rate when entering kvo, two of the infusions, being allowed to proceed after vtbi complete, delivered additional volume (in one case as much as 18 ml beyond the programmed 25 ml). This is correct pump behavior as programmed. None of the infusions (even the two allowed to continue after vtbi complete) delivered quadruple the programmed volume, or even double the programmed volume. Engineering evaluates the complaint could not be confirmed. All infusions delivered accurately as programmed within design tolerance. The pump is operating correctly per design.h8.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a plum 360 infusion pump. The report stated that the device infused a chemotherapy run quadruple than what was programmed. There was patient involvement, unknown adverse event or human harm, and unknown delay in therapy.